Event description:
Became very sensitive to light, vision became very blurry and was losing vision, extreme eye pain, and extreme discharge in both eyes. My dr was unsure of the cause and subscribed "levobunolol, fluoromethone" and an eye ointment for night - sorry do not know the name. Event did not abate after use stopped. I had drs appointments weekly for 3-4 months and progressed to bi-weekly for a couple of months to every 3 or so wks, I was using eyedrops hourly for months.